Manufacturer narrative:
The device history record (DHR) for lot 2414904164 was reviewed and no anomalies related to the reported issue were observed. Unused devices were received for evaluation and the reported condition was observed; however, a definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. Manufacturing personnel were notified of this complaint for awareness, and we will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the catheters were coming bent and not packed properly in the box. Per customer, the boxes are in perfect shape, and the catheters inside are the problem.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Section d1 (brand name): originally reported as cath robinson ureth 12 fr and should be dover.